Event description:
It was reported that there was a pump malfunction message on a cadd® cadd-legacy® pca pump. The message stated "no disposable, clamp tubing". The reason for use of the pump is pulmonary arterial hypertension. No patient injury.